Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. An increase in complaints has been observed for lot 60071ud00, however, in-house performance testing was completed which indicates the product is performing as expected. Device history record review did not identify any non-conformances, potential non-conformances, or deviations associated with lot 60071ud00 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on our investigation, no systemic issue or deficiency with the alinity I free t4 for reagent for lot 60071ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I free t4 results for one sample. The following data was provided (customer provided normal range: 9 to 19 pmol/l): (B)(6) 2024 sid (B)(6) initial result was >64 pmol/l, repeat = 10.30 pmol/l tsh result was within normal range. No impact to patient management was reported.

Event description:
The customer observed a falsely elevated alinity I free t4 results for one sample. The following data was provided (customer provided normal range: 9 to 19 pmol/l): (B)(6).2024 sid (B)(6) initial result was >64 pmol/l, repeat = 10.30 pmol/l tsh result was within normal range. No impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.